Event description:
It was reported that there was pacing at the upper sensor rate due to twave oversensing on the right ventricular lead. It was also reported that the qt interval appeared somewhat prolonged on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was pacing at the upper sensor rate due to twave oversensing on the right ventricular lead. It was also reported that the qt interval appeared somewhat prolonged on the electrogram. Parameters were reprogrammed to help determine whether there is twave oversensing or true arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event. It was reported that there was pacing at the upper sensor rate due to twave oversensing on the right ventricular lead. It was also reported that the qt interval appeared somewhat prolonged on the electrogram. The lead remains in use. No patient complications have been reported as a result of this event. (B)(4) 2012: parameters were reprogrammed to help determine whether there is twave oversensing or true arrhythmia.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.